Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and test strips were provided for investigation. However, the returned strip vial was empty with no remaining strips available to test. Therefore, the returned meter was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result from the meter was 8.0 inr. The second result from the meter within 30 minutes was 3.8 inr. The customer has a therapeutic range of 2.5-3.5 inr.